Manufacturer narrative:
Three devices were returned for evaluation. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that they were unable to pass the suction catheter. It showed the embedded inflation lines protruding noticeably into the tube¿s inner diameter. The 5/6 fr felt tighter than normal to move through. They had put on replacement, but when the doctor tried to insert an 8 fr suction catheter, it was a tight fit and required some force to reach the end. There was no reported patient involvement and no reported patient harm.